Event description:
Philips received a complaint by a field service engineer (fse) on behalf of the customer on the v60 indicating while implementing a field change order (fco), it was observed that there was an error code 1124 check vent: battery failed message within the diagnostic report (drpt). This case was opened for documentation purposes only. It was reported there was no patient involvement at the time the issue was discovered. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.